Manufacturer narrative:
Unique identifier (UDI)#: martha 3600510000-2018-8007 3600510000-2018-8006 2100630000-2018-8002 0301150000-2018-8003 .

Event description:
The customer received questionable ise indirect na, k, ci for gen.2 results for two patient samples. Of the data provided, only the sodium results for one of the samples was a reportable malfunction. The initial result was approximately 160 mmol/l and the repeat result was approximately 140 mmol/l. The erroneous result was reported outside of the laboratory and the doctor questioned the result. The repeat result was believed to be correct. The patient was not adversely affected. The electrode lot number and expiration date were requested but were not provided. The field service representative found there was problem with the ise sipper nozzle. The nozzle was flattened and compressed and the teflon was rubbed off. He replaced the ise sipper nozzle and performed adjustments. He adjusted the sample probe, checked the system vacuum and pump pressures. All mechanical checks passed. He performed precision testing with results meeting specifications. The customer ran calibration and qc with results meeting specifications. Upon follow up with the customer, they confirmed there were no further issues after the service visit.